Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing on the right atrial (ra) channel. Technical services (ts) reviewed the data and noted there were inappropriate atrial tachy response (atr) episodes due to retrograde atrial sensing falling into the refractory period when they should have been blanked. Ts recommended reprogramming suggestions. No adverse patient effects were reported. This pacemaker remains in service.